Event description:
It was reported the patient is experiencing discomfort at his scs ipg site after falling several times. Surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).